Manufacturer narrative:
The device was not available for evaluation as it was lost in sterilization by the hospital. Imaging provided shows the locking cap visibly out of the screw head on one side of the construct at the pelvic screw. Possible causes include excessive patient loading from an unstable fracture or insufficient tightening of the implants; however, exact cause of the reported issue could not be determined. The following sections have been updated: b4, g6, h2, and h10.

Event description:
It was reported that a revision surgery was done for a locking cap which had dissociated post-operatively.

Manufacturer narrative:
The device was not available for evaluation as it was lost in sterilization by the hospital. The exact cause of the reported issue could not be determined.

Event description:
It was reported that a revision surgery was done for a locking cap which had dissociated post-operatively.